Event description:
One coronary stent with delivery system was successfully placed at the target lesion site in the pt's distal right coronary artery. A second stent with delivery system was advanced to the target lesion site and the balloon ruptured on the deployment attempt. During an attempt to withdraw the stent and delivery system, the stent was withdrawn to the mid right coronary artery where it was fully deployed using an add'l balloon catheter. A third stent was successfully placed between the two stents. There were no clinical sequelae reported relative to the event.